Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for high thresholds. It was also reported that the right atrial (ra) lead dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.